Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device ml2544, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. It was reported that there were foreign matter/human hair found when the product was brought to the operation table for an unknown surgery. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided.